Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that one side bail cover was broken, the ring cover and ring bail were missing and the battery drawer was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) turns itself off. Follow-up information received found that the device was being used on a baby in the pediatric ICU at the time the device turned itself off. It was quickly switched to a different epg, so there were no patient complications. It was further reported that the device would not boot up.